Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hyperglycemia on the reported event date, following a supply change. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. The device was returned due to user dropping the device, resulting in the screen being damaged. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the case notes and device data, the ilet operated as intended. This hyperglycemic event was caused by repeated failed infusion sets.

Event description:
On 07/07/2024 beta bionics became aware that an ilet user visited the ER due to a high blood glucose (bg) event. The event occurred on 06/30/2024. On (B)(6) 2024 the user called due to a high bg alert, with levels at 366 mg/dl. The customer care agent determined the user was using the convatec inset (23", 6mm) teflon cannula infusion set and recommended changing the infusion site. The agent guided the user through the process, confirming the new site was in place and insulin delivery resumed. The user's blood glucose levels peaked at 387 mg/dl and remained high for about 6 hours. The user did not experience any immediate health effects. On (B)(6) 2024 at 7:18 am est, the user called back stating that despite changing their supplies the previous night, their bg levels had not decreased and were at 435 mg/dl. The user had contacted their healthcare provider (hcp), who advised them to disconnect from the ilet and administer an insulin shot. Upon disconnecting, the user found the infusion set cannula was bent. The user reported moderate ketones. The user reported feeling fine with no immediate health effects. On (B)(6) 2024 the agent followed up with the user. The reported they required ER care on (B)(6) 2024 but was not admitted to the hospital. During the ER visit, the user received insulin through an IV. The user was released the same day. The user resumed using the ilet system on (B)(6) 2024.